Event description:
While pacing a pt in symptomatic bradycardia monitor read low battery, battery switched lost capture of paled pt. Battery remained lit and charged after removal. Pt to ICU and later died. Zoll notified, reproduced in my presence. Zoll states event not reportable.